Event description:
It was reported that the patient underwent left hip revision arthroplasty on (B)(6) 2002 where the modular head was replaced due to an unknown reason. Subsequently, the patient was revised again on (B)(6) 2015 due to multiple dislocations. A review of invoice history for the (B)(6) 2015 procedure suggest the modular head, cup, and liner were removed and replaced with competitor acetabular components and a biomet head.

Event description:
It was reported that patient underwent initial left hip arthroplasty on (B)(6) 2002. Review of invoice history shows that two modular heads were billed; it is unknown which product was implanted. Subsequently, patient was revised on (B)(6) 2015 due to multiple dislocations. The modular head was removed and replaced with biomet product, while the acetabular cup and liner were replaced with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed due to the part/lot information could be: catalog number - 163622, lot number - 874090, expiration date - jul 31, 2011, manufacture date ¿ jul 11, 2001. Or the part/lot information could be: catalog number - 163621, lot number - 998820, expiration date - jan 31, 2011, manufacture date ¿ jan 22, 2001.